Event description:
It was reported that the recharger was not working. A manufacturing representative (rep) was going to meet the patient in 4 days to determine if a problem existed and to reeducate the patient on the recharging system. Diagnostic testing or troubleshooting was going to be performed in the future. It was noted that the patient programmer (pp) was also not working. No patient symptoms reported. The patient was receiving effective therapy now. It was later reported that the patient was not correctly positioning the recharger paddle or the pp. It was really hard to charge up and the patient had this problem since implant. The patient met with a rep, but the battery was too low at the time to do any programming, so the rep showed the patient show to use the belt and use the recharger. She had been sitting with it for hours and could not get it to charge all the way up. The patient also had a lot of trouble getting the belt on and the patient already had some adhesive discs. There were 8 empty boxes and when it would get all 8 boxes filled in, ¿it would click and use the boxes.¿ she was upset because just a little movement would make the boxes go away. Now she was getting 0 coupling boxes. They were unable to resolve her charging issue. The patient and rep spent time trying to position her charger and were unable to obtain more than ¿two bars¿ of coupling strength. The patient was schedule for a follow on wednesday, (B)(6) with her physician to discuss potential causes and solutions to this problem. It was later reported that the patient met with a rep on (B)(6). The patient was unable to use her pp to turn her device off and was unable to use her recharger because it could not establish a connection. The rep turned off the device using a clinician programmer (cp). The pp was showing the empty battery icon but would not turn the implantable neurostimulator (ins) off. The charging system would also not turn the system off. Another charging system was used, and the same problem arose. The patient felt as though the battery was ¿popping out¿ of the pocket. When she lied down, the battery felt as though it would turn horizontally. No patient symptoms reported. It was later reported that the physician determined that the patient would need a pocket revision to remedy the problem of poor charger coupling. It was later reported that the ins might be flipped and the patient was having problems recharging the device, so the patient was going out for a surgical consult soon regarding this issue. They performed a longevity calculation to estimate ins battery life. Program 1: 2 anodes, 2 cathodes, 3.9v, 480 pw, 50 hz; program 2: 2 anodes, 2 cathodes, 3.3v, 480 pw, 50 hz; no group impedance available. Running at 24 hours a day = 11 months until end of service (eos); running at 12 hours a day = 22 months until eos. A revision had not yet been performed, but it was planned.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomaly.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97791, lot# n520254, implanted: (B)(6) 2015, product type: accessory. Product ID: neu_unknown, lot# serial# unknown, product type: unknown. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the device was replaced on (B)(6) 2015, and returned to the manufacturer for analysis. A manufacturing representative (rep) spoke to the patient the evening of the procedure, and the patient confirmed that she was now receiving effective therapy. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.